Event description:
It was reported during an atrial arrhythmia, some of the atrial events were undersensed by the atrial lead. Sensitivity settings were reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).